Manufacturer narrative:
Analysis results on the stimulator (B)(4) indicate that the stimulation implantable neurostimulator battery capacity was reduced due to overdischarge. Product analysis #(B)(4):the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 59. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2013. The device was recharged for 12 minutes and the battery charged from 3.910v to 3.925v. The most recent date the battery discharged to the lock mode was on (B)(6) 2013; the total therapy loss count is 8. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2013. The ins was recharged for analysis. The recharger had full coupling with approximately 1cm of space between the antenna and the ins. The ins recharged for 4hours 44minutes from 2.640v to 3.905v.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge (od) condition on the patient¿s implantable neurostimulator (ins) as they had not charged the device battery. The patient and the physician tried to recharge (dates not known) but this was unsuccessful. A physician mode recharge (pmr) was not performed. Also, it was unknown if there were any symptoms or complications associated with the event. The ins was then replaced. Following the replacement, the patient was reported as receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.